Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: event date was approximated.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected to treat the non-calcified target lesion over a 0.014 wire in the right superficial femoral artery. During procedure, when the device was inflated according to usage procedure, the balloon ruptured at about 4atm before reaching the nominal pressure. The device was unable to cross the lesion. The procedure was completed another lot of same device and no patient complications were reported. The patient was stable/good post procedure.